Manufacturer narrative:
Other relevant device(s) are: kit svc o2 bi71000162 tray asy 2 battery, lot # unknown. This event occurred in (B)(6). A medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that battery indicator was flashing red, after sometime the image acquisition system (ias) is shutting down. It was also reported that the imaging system was not put on charge for a week. No patient involved.